Manufacturer narrative:
(B)(4). The actual device was evaluated, process eval was performed. No related ncrs were identified for this instrument. Results are pending the completion of the eval. The conclusion is not yet available as the eval is in progress. Itc has requested all data required for form 3500a.

Event description:
A healthcare professional reports lower than expected act-lr were generated with the hemochron signature elite microcoagulation system during an ablation procedure performed for atrial fibrillation in the cardiac catheterization laboratory. The pt's therapeutic target time is >350s. The pt received an initial bolus of 13,000 units of unfractionated heparin. An act-lr result of 246s was generated and a repeat test result was 323s. The following test generated a result of 239s and a repeat test result was 357s. The act-lr testing did not reach the expected target time for the procedure. After add'l heparin was administered, medical staff completed testing using a second elite instrument; results generated were consistent with the pt's status and the customer's expectation. No adverse events were reported.